Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling a cartridge with insulin. Customer changed the cartridge and syringe needle to successfully complete filling the cartridge. Customer's blood glucose was 290 mg/dl.